Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that patient death occurred after completion of cryoablation for atrial fibrillation using the polarx balloon catheter. Ventricular tachycardia (vt) persisted during the coronary angiography (cag) procedure and progressed to ventricular fibrillation (vf). Cardiac tamponade occurred due to the right ventricular catheter being implanted in the body during the cardiopulmonary resuscitation massage. The patient's hemodynamics deteriorated and a percutaneous cardiopulmonary support (pcs) device was introduced. Bleeding from the pcs puncture site accumulated subcutaneously, causing the pcs device to malfunction. The patient had pre-existing condition of hypertrophic obstructive cardiomyopathy (hocm). The device is not expected to be returned as it has already been discarded by facility.